Event description:
The dentist reported that after two implant surgeries the patient had constant pain and osteomyelitis signs. Despite use of antibiotics the patient condition did not improve, therefore the dentist decided to remove the implants. The regenerative material was also fully removed.

Manufacturer narrative:
(B)(4). Visual inspection of implant revealed general evidence of usage, including scratches, discoloration, and residue. Visual comparison to the drawing did not provide indication of a manufacturing deviation for the implant. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.